Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 2.25 x 38 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and the edge of the stent was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was great.